Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, the pump was powered on and no flashing was observed in the display. There was moisture observed in the battery compartment. There were multiple cracks noted in the battery compartment. A leak test was conducted, which revealed leaking in the battery compartment. The pump was opened and was found to have moisture throughout the internal components including the battery compartment, transceiver board, display board, and near the keypad connector. The complaint of a flashing display was not duplicated, however, moisture was found as part of the investigation. Unrelated to the original complaint, the display was found to be dim and discolored.